Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states, the plastic around the charger port on the joystick has a burn mark on it because it overheated.